Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. CAPA is not necessary.

Event description:
(B)(4). (B)(6) need assistance on 8100 s/n (B)(4) having an error code 200.5040, I told (B)(6) that the error code means that there is compatibility software version. (B)(6) told me that he tried flashing the device but he was getting this error code 200.5040 I told (B)(6) to allow me to remote so I can verify his settings on his asm software, once I verified I notice that the settings that he had on the asm software still using the old software version. I ask him to locate the current cd (B)(4) (poc) I went and help him set the newer flash package .xml and we also tried flashing the pump module and it works and corrected the issue of software compatibility. Issue was resolved.